Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the thread breaks. The reporter indicated that the threads are fibrous and break after several stitches. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 1,080 units of this code-batch. There are no units in our stock. We have received 14 closed samples and 1 open and used sample that shows fraying/splitting. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.22 kgf in average and 0.188 kgf in minimum (ep requirements: 0.10 kgf in average and 0.0036 kgf in minimum). Sewing test on artificial skin tissue has been conducted with some closed samples received and fraying/splitting does not appear when pulling the thread through the tissue. Nevertheless, taking into account the open and used sample received shows fraying/splitting, we consider that the complaint is confirmed by evidence of the failure in the open sample received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.